Manufacturer narrative:
Device evaluation is not necessary because the reported infection has been determined as not related to vns therapy.

Event description:
It was reported by the surgeon that the patient had been implanted a few months earlier and had returned to the operating room due to an infected generator pocket. The generator was explanted but the lead was left intact. The explanting facility historically does not return explanted devices so device return is not expected. A review of the manufacturing records show that the generator and lead were sterilized prior to distribution. No additional relevant information has been received to date.